Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Following the recommendations of the fsn on platinium devices sent in (B)(6) 2018, this device was prophylactically replaced on (B)(6) 2018 because the patient is pacemaker-dependent.